Event description:
It was reported that during surgery, a high amount of fluid was pumped into the patient´s joint and caused massive swelling of the thigh. The surgery was aborted and a second surgery is necessary and planned. Pump did not give alarm signal, clamp test was not performed prior to surgery, tubing was not disconnected and reconnected during use. Customer reported that the pressure control most likely failed due to leakage of the used tubing ar-6420cl (tubing not approved for sale in the USA). Pump settings: 50 pressure/50 flow. Patient did not need medication or further treatment but needs second surgery as this one was aborted.

Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. If the device is returned and additional information is obtained, a follow-up report will be submitted. The original tubing sets (ar-6420cl and ar-6425) referenced in the complaint, are not distributed or used in the u.s. A most likely cause(s) of the event is as stated in the event, that the customer reported that the pressure control most likely failed due to leakage of the used tubing ar-6420cl (tubing not approved for sale in the USA) and also, the operative joint capsule may have already been compromised from prior (pre-operative) injury or trauma. Also, incorrect pressure settings or inter-operative compromising of the joint capsule from other instrumentation could lead to such an event. This is the first complaint of this type for this part/serial number combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.